Event description:
Patient had undergone a successfully deployment of a 6f celt on (B)(6) 2019. It was noted at the time a hematoma formed but was resolved uneventfully. On (B)(6) 2019 patient presented to the hospital for a further procedure (aif). On this occasion the doctor used a 6f access sheath through the right common femoral artery using a crossover technique. He then used an .014 guidewire from the right groin and down the common femoral artery past the celt that was present at the bifurcation of the superficial femoral and profunda on the left side. Despite multiple attempts using various 5f guides, laser catheters and angioplasty balloons, it was not possible for the physician to pass the stenosis at the site of the implanted celt. On the x-ray provided, further stenosis is evident along the length of the profunda femoris artery. During the procedure the patient apparently thrombosed the right iliac artery and an infusion catheter was inserted to commence a thrombolytic drip (tpa). Due to the severity of the stenosis, the patient was referred for surgical repair of the site of the stenosis which appears to extend for about 2cm beyond the site of the implanted celt. On (B)(4) 2020 it was reported the patient's stenosis was fixed by vascular surgery and the patient recovered well.